Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the available information, the reported difficult or delayed positioning (leaflet grasping) and single leaflet device attachment appear to have been results of challenging patient anatomy. The reported additional therapy/non-surgical treatment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment/slda, and medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted pre-existing a2 flail, restricted posterior leaflet with a heart rate of 120. The first clip delivery system (cds 01112u236) was advanced to the mitral valve, and the clip was deployed. However, grasping was difficult due to anatomical challenges. This caused the clip to become detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda). A second clip was deployed to stabilize the slda. An attempt was made to deploy a third clip (00803u149); however, grasping both leaflets was difficult. Therefore, the cds was removed with the clip attached. Two clips were implanted, reducing mr to 3-4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.